Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer and confirmed that the fan was noisy and very dirty. The customer cleaned it and the issue persisted. The clv-190 will be sent in for repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported the evis exera iii xenon light source generate fan noise. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
In the first supplemental report, this event was determined non-reportable. Upon review, the legal manufacturer determined this was a reportable event. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, and because the abnormal sound did not stop after cleaning the fan, it is likely that the dirt attached to the fan does not contribute to the motion abnormality. The cause of the abnormal performance of the fan is unknown. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This follow up report is being submitted to include the following sections: h2, h10. Upon further review of this complaint by the legal manufacturer, this event is not reportable. There is no allegation of patient harm. Per the manufacturer's risk documentation, it is unlikely serious injury would occur due to this event. The complaint will be closed by the manufacturer. Olympus will continue to monitor complaints for this device.